Manufacturer narrative:
Correction: this supplemental report to is to correct previously reported fields which should be superseded with the fields entered in this follow-up for section.

Event description:
New information reported stated that the device was explanted and replaced. No additional information was reported.

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. No patient symptoms or additional information was reported.